Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The false air-in-line messages were confirmed through a review of the event history log. During a physical inspection of the device, cracks were found in the upstream sensor tail pins and determined to be the cause of the false air-in-line messages. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.